Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as event one of b. Braun melsungen ag internal report (B)(4). We received no sample. The batch inspection record was reviewed, and connector and clip both proved to be accepted. The product design is being updated to increase the force required to open the catheter connector under change control: (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in japan): event 1 the connector was unlocked after a green cap came off, which caused the catheter withdrawal.